Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer blood glucose (bg) level was 504 mg/dl. Customer administered a manual injection to address bg.